Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), it was found that the forceps elevator could not be lowered. The user used the subject device as it was and completed the procedure with the subject device. After the procedure the user checked the subject device and found that the subject device had no problem regarding the working of the forceps elevator. On next day the field service engineer of olympus checked the subject device on-site and found that the forceps elevator worked but not well while the insertion section made a loop shape. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated and the subject device had no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and the device evaluation, it was presumed that the cause of the reported phenomenon was the subject device being bent and/or temporary entering of the dirt or foreign matter between the forceps elevator and the distal end body if additional information becomes available, this report will be supplemented.